Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a hypoglycemic event on (B)(6) 2014. The customer stated they were experiencing discrepancies between their sensor glucose and blood glucose readings. As a result, the customer had turned off their glucose alerts and threshold suspend feature and forgot to turn them back on. Customer then reported passing out from having low blood glucose. It was found the customer's wife had contacted the emergency medical services. The customer was treated with an IV of glucose until their blood glucose was stabilized. The customer believed they had over treated for their blood glucose, causing the adverse event. No additional information provided.